Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report. During a total laparoscopic hysterectomy, the subject device was used. The tissue pad of the subject device was partially separated after 3 activations. There were no fallen fragments. The user exchanged the device for another device and continued the procedure. There was no patient injury reported.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The lot number of the subject device is unknown. As a result of checking the manufacturing record for past six months from the event date, it was found no irregularities. Based on the past similar cases, omsc presumes that the event occurred, due to the following occurrence mechanism: 1. The tissue pad was worn away, because no tissue was being grasped between the grasping section and the probe tip, when the device was activated, output in seal & cut mode for/after a transection of tissue. 2. The tissue pad was excessively heated, due to friction between the grasping section and the probe tip. This caused the tissue pad to be partially peeled away. The above device handling has warned in the instruction manual.